Event description:
Physician was attempting to use protege everflex self-expanding stent along with non-medtronic 6fr sheath and 260mm guidewire during procedure to treat a severely calcified plaque lesion in the right distal common iliac artery with 90% stenosis. The vessel was moderately tortuous. The vessel diameter and lesion length are 7mm and 40mm respectively. There was no damage noted to packaging. There was no issue noted when removing the device from the hoop/tray. The device was prepped per IFU with no issues identified. It was reported that stent deformation occurred in vivo during positioning/ deployment. The vessel was not pre dilated. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. The 8x80x120 stent after being deployed was observed the distal third of the stent deformed and did not open, a 8x60 admiral balloon was passed through without difficulties and opened the stent with satisfactory blood flow result. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the customer returned three images and a video clip. Image 1 shows the patients vasculature with contrast highlighting the lesion blockages. Images 2 and 3 show two deployed stents in the patient. The end of one of the stents appears to not be fully expanded. Images 4a and 4b are still images taken from the video clip. 4a shows the two devices with the stents starting to be deployed. Image 4b shows the two stents fully deployed. One end of one the stents is not fully expanded. The two delivery systems are visible in the images. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.